Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer for one patient. The sample was repeated, and the result were normal. The following data was provided: customer¿s reference range is 1.6 to 2.6 mg/dl. On (B)(6), 2022, initial result = 7.0 mg/dl, repeat result = 1.8 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6). Revealed no subsequent issues have been reported related to discrepant magnesium patient results after service intervention. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect (B)(6). Did not identify any trends. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect (B)(6). Processing module for serial (B)(6). Or the tubing, peristaltic head were identified.